Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and delamination on valve. Leak test and microscopic analysis was performed which identified: delamination on diaphragm valve. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure). Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.